Manufacturer narrative:
(B)(4). The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error noted in the long trace or pump history. Pump was received with missing segments/partial display due to moisture damaged electronic assembly on pcb1. Unable to perform functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to missing segments/partial display. Pump was received with cracked case at corner of the belt clip rails, faded serial number label, minor scratched lcd window and corroded battery tube.

Event description:
It was reported that the insulin pump had pump error alarm that was no resolved. The customer¿s blood glucose level was unknown at the time of the incident. The customer tried several batteries and the pump did not turn on. The device was returned for analysis.